Event description:
Patient was revised due to pain caused by fracture of the patella component.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once if has been completed.